Manufacturer narrative:
No report of procedure delay or cancellation. All instruments were reprocessed prior to use in procedures. The user facility stated that an employee opened a sterilization pouch and emptied the pouch contents, including the verify scbi, onto a counter. The employee examined the scbi as it appeared to be damaged, touched the scbi and felt a burning sensation on her fingers. The employee subject of the event was not wearing proper ppe as stated in the operator manual. The v-pro max operator manual (1-2) states, "(B)(4), 2013, recommends using chemical-resistant gloves when using the sterilization unit." Steris quality inspected the retains of the lot number and confirmed there was no evidence of damage. The DHR was reviewed and no abnormalities were identified. The v-pro max sterilizer operator manual (1-2) states, "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment." The steris verify v24 self-contained biological indicator instructions for use states "caution: in some instances, residual hydrogen peroxide may be trapped within the media of a damaged ampoule. Should this occur avoid direct contact with the scbi and its contents. Place entire test pouch and its contents into a steam compatible container and dispose according to the instructions at the end of this document." And "caution: always wear gloves when handling the scbi." A steris technician inspected the v-pro max sterilizer subject of the reported event and found it to be operating properly. No issues with the function or operation of the sterilizer was identified. A steris account manager performed in-service training on the proper use and operation of the scbi and v-pro max sterilizer including the importance of wearing required ppe. No additional issues have been reported.

Event description:
The user facility reported an employee obtained a burn when handling a steris verify v24 self-contained biological indicator from a v-pro max sterilizer following a completed sterilization cycle. The employee did not seek medical treatment and returned to work.